Event description:
"Two dilators/sheath introducers had a bur at the tip. Resistance in advancing the introducers; pts felt pain during insertion. On one case nurse was unable to insert the PICC". Introducers were removed successfully.